Event description:
Clinical Narrative:An Impella 5.5 was inserted via the surgical access at the right axillary site to support the 68 year old male patient who had been admitted in Acute Myocardial Infarction and Cardiogenic Shock. The 5.5 was placed as care escalation from the prior Impella CP. The patient presented in Society for Cardiovascular Angiography and Interventions (SCAI) Stage C at the 5.5 insertion per the documentation. Underlying medical history was not shared. The patient was medically supported by inotropes, vasopressors, and respiratory support.The 5.5 pump was supporting when after 3 days the team sent the patient for imaging as the patient was newly off of sedation. The CT scan showed no acute changes, though the patient was not responding to commands or pain and had no gag reflex. The support remained on and no treatment was noted for the neurological status.The patient was also observed to have acute kidney injury on day 3 and the patient was on Continuous Renal Replacement Therapy (CRRT) for dialysis. With this treatment the lactate and creatinine are trending down. Lactate was 2.6mmol/L and came down to 1.7mmol/L.While on support the device functioned as expected, Performance Level P-5 with 3.0L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.Patient outcome and current neurological status have not yet been shared. The pump remains on for support while awaiting the planned ablation study. The patient has survived to date of reporting.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.